Event description:
A discordant advia centaur cp troponin ultra result was obtained for a patient sample. Repeat testing for the patient sample was performed on the same instrument and a second instrument. The repeat results were (B)(6). A corrected report was issued.patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse replaced several parts and checked alignments. No conclusion can be drawn.the instrument is performing within specifications.no further evaluation of the device is required.